Manufacturer narrative:
The customer reported 12-lead ECG would not work on this device. There was no report of pt impact. A philips field service engineer reported that the customer had stated that the device was fully functional and had been returned to service. The device was not made available to the fse for eval. The customer could not confirm the symptom and could not confirm if there had been symptom resolution. Based solely on the customer's report, we are considering this to have been a 12-lead malfunction of the device. The cause of the malfunction cannot be determined from the available info.

Event description:
The customer reported 12-lead ECG would not work on this device.